Event description:
It was reported that the iui connector pins "burned" during use. It was noted that there were "oily substance coming out." Per report, "the last two pins on the right side pcu iui and left side pump iui are burned and in black color." There was patient involvement, no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the iui connector pins "burned" during use. It was noted that there were "oily substance coming out." Per report, "the last two pins on the right side pcu iui and left side pump iui are burned and in black color." There was patient involvement, no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the iui connector pins "burned" during use. It was noted that there were "oily substance coming out." Per report, "the last two pins on the right side pcu iui and left side pump iui are burned and in black color." There was patient involvement, no harm.